Manufacturer narrative:
This report originally filed as 2523835-2023-00694. Based on information received following submission of the initial report, the product has been changed from the phaco tip to procedure pak, manufacturing site has been changed from apd, sinking spring to htx, houston. One opened phacoemulsification (phaco) tip without a wrench, in a bag was received. The sample was visually inspected and found to be nonconforming, phaco tip was broken at the cone to transition area, breakage is straight. Uneven wall thickness observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The functional test was performed to check the threads and go and no-go thread check were conforming to specifications. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. The phaco tip was functionally conforming for the thread check, therefore more vibrations than normal was not confirmed. And a root cause could not be determined. A contributing factor to the report of a bit more vibrations in the phaco tip than normal could have been the broken phaco. An investigation has been completed to further investigate the broken phaco tip and uneven wall thickness. No specific action with regard to more vibration in the phaco tip than normal complaint was taken because the tip was found functionally conforming for the threads. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported more vibrations in the phacoemulsification tip than normal and had to use more ultrasound effect than normal during surgery. Vibrations increased when it was moved from sculpt to chop. Aspiration worked as normal. The phacoemulsification tip was broken in two pieces. The surgery was completed on the same day without changing any instruments/accessories with patient contact. There was no patient harm. Based on information received following submission of the initial report, the product has been changed from the phaco tip to procedure pak, manufacturing site has been changed from apd, sinking spring to htx, houston.